Manufacturer narrative:
Testing and investigation found that the device touchscreen was responsive, however, the key alignment was off-centered. The device touchscreen would not calibrate. A probable cause was a broken touchscreen. This was due to contamination on touchscreen caused by fluid ingress which altered the characteristics of the touch screen. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.